Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. A stapler log review shows a sureform 60 stapler instrument (part #480460-09, lot #k15240801-0397) was installed on the system 3 times and fired 3 blue sureform 60 reloads. There were no incomplete clamps or unclamps by this instrument. On each install, the firings were completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs. Images associated with this reported event were submitted for review. In one image, a piece of excised tissue with some formed staples is observed. However, from the image alone a conclusion cannot be drawn as to what happened.

Event description:
It was reported that after completion of a da vinci-assisted right hemicolectomy, the staple line failed where a blue sureform 60 reload was fired with a sureform 60 stapler instrument. The patient was fine until post-operative day (pod) #3 and was brought back for a reoperation during which it was noted that about 2 cm of the staple line had opened. The surgeon that performed the reoperation states while it is possible there was a tissue problem, it is not known for sure, and a technical issue with the stapler is not being ruled out. The anastomosis was resected and repaired with suturing.